Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse noticed the buffer valve was failing, the buffer syringe was overtighten, and some build-ups in the ise tubing. The fse replaced ise buffer valves, ise buffer syringe and ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of high ise (ion-selective electrode) patient results on the au480 clinical chemistry analyzer. The customer stated results from (3) patients were generated. Only results from one patient were released from the laboratory. There was no change in patient treatment in association with this event.